Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, a male pt was having an intra-aortic balloon (iab) inserted. The physician was inserting the iab via the left femoral artery when it became stuck in the super arrow-flex (saf) sheath. The physician removed the iab and sheath together and opened a new saf sheath and iab and inserted them via the same site with success. There was no reported pt death, injuries or complications. No medical/surgical intervention was required. There was a delay of about 10 minutes to replace the iab. The pt is listed as fine.